Event description:
It was reported that medical attention was sought on (B)(6) 2018 at 11:30 am after the end user alleged that she received higher than normal blood glucose results from her prodigy diabetes meter. The end user experienced pain, dizziness, sweating and a blood glucose reading of "hi". Additional blood glucose test were performed with two results of "hi". The paramedics were called and while waiting she consumed water and peppermint candy. Upon the paramedics arrival the end user stated that no additional blood glucose test were performed and she was given an IV and immediately transported to the ER. Her blood glucose reading upon arrival to the ER was over 600 mg/dl. Novolog insulin was administered and after 3 hours in the ER she was discharged with a blood glucose reading of 47 mg/dl and instructed to maintain a carb diet. No additional details were provided in regards to this medical event.